Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high threshold measurements, noise, oversensing and pacing inhibition. It was noted that the patient was not pacemaker dependent. The root cause of the clinical observations was not determined. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.